Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The noise could be reproduced through isometric testing. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4)